Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the infant flow sipap was giving a faulty alarm while on a patient. At this time, there is no information if there was an invention and patient harm.